Event description:
On (B)(6) 2020, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced inflammation at the stoma site. It was recommended by the gastroenterologist to start augmentin 1000mg orally x 1 week and to reassess stoma site in one week.

Manufacturer narrative:
Reference number: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.